Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Customer reported removal of implant due to implant positioning. Unable to restore with implant crown. Removed and replacement. Tooth 18 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified no damage on the implant or signs of malfunction that would contribute to the event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.